Manufacturer narrative:
Date of event: (B)(6). Explanted date: (B)(6).

Event description:
A report was received that after an ipg replacement procedure, the patient had difficulty charging the battery. No further information could be obtained.